Manufacturer narrative:
No ventilator logs was provided and the replaced nozzle units was not returned for investigation. The root cause of the reported problem has not been determined.

Event description:
It was reported that the nozzle units in the gas modules were replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).